Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If implanted, give date: unknown/not provided. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with blurry vision secondary to residual myopia (-7.00) post sensar ar40e model intraocular lens (iol) implantation. Account indicated that patient with 20/20 pre-operative visual acuity. The iol was explanted and exchanged in a secondary procedure on (B)(6) 2021. No further information provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Returned to manufacturer on jan 29, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.